Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. The machine reversed the ultrafiltration and no alarms occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician reported that machine's ultrafiltration unit was faulty and the water level sensor was leaking but did not provide any additional information regarding the repair . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition could not be verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.